Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. A root cause could not be determined. Reportedly, the customer replaced the transmitter, which resolved the issue. No additional patient or event information was available.